Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during an angioplasty treatment procedure, the device was unable to cross the lesion. Vascular access was obtained via the femoral artery. The 90% stenosed eccentric shaped, >30mm in length, de novo target lesion was located in the moderately tortuous and calcified 2.75mm in diameter right coronary artery. The lesion was pre-dilated with a 2.5x20mm balloon catheter resulting in 70% residual stenosis. This 2.50x32mm promus element stent delivery system, along with an al 2 6f guide catheter and 0.014mm extra support and hydrophilic guidewire was advanced to the lesion; however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patients status is stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed proximal stent damage. The proximal stent struts were both raised and twisted. All outer diameter measurement were within specification. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).